Event description:
It was reported that during an in-clinic check, a discrepancy on the device data report was noted. It was explained that this was displayed as such since the report was generated immediately after clearing diagnostics. There were no adverse health consequences to the patient.